Event description:
It was reported that the dermatome was misaligned and cutting patients.

Manufacturer narrative:
To date, the device has not been received for evaluation. A investigation has been initiated on the reported information.